Event description:
A high reading issue was reported with the adc device. The customer reported receiving an unspecified higher sensor scan compared to a capillary result of 52 mg/dl on the built-in meter. The customer felt hypoglycemic and lost consciousness, requiring treatment of glucagon administered by family members (who are also nurses). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the adc device. The customer reported receiving an unspecified higher sensor scan compared to a capillary result of 52 mg/dl on the built-in meter. The customer felt hypoglycemic and lost consciousness, requiring treatment of glucagon administered by family members (who are also nurses). There was no report of death or permanent injury associated with this event.